Manufacturer narrative:
The device was returned to bd for evaluation. A photo was provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was male, the age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient was male, the age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device and a photo has been returned for evaluation; the evaluation confirmed fracture. The evaluation of the device further confirmed naturally worn, deformation due to compressive stress, material protrusion and stretched. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10:g4, h6 device code (2988 - naturally worn, 2889 - deformation due to compressive stress, 2979 - material protrusion/extrusion, 1601 - stretched) h11: h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.